Event description:
A user facility reported that a fluid leak occurred during the priming of an xlung kit 230 for extracorporeal membrane oxygenation (ECMO) treatment. The leak was reportedly coming from a hole in part of the tubing. The xlung kit was inspected for damage prior to use and no damage was found at that time. After the leak, it was realized that the tube was defective as fluid was leaking from a small hole. The event did not result in any delayed or missed treatments. The patient was able to complete their treatment after the kit was replaced with a new one. There were no console alarms associated with the reported event. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information received indicated the sample was no longer available for evaluation.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. A photo of the damaged tubing was provided for review. In the photo, a cut is visible in the tubing below the priming bag. No nonconformities were found during review of the manufacturing records. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The extracorporeal circuit is to be checked for leaks prior to starting treatment. Since this seems to be an isolated case, it is highly unlikely that a failure would be detected in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. Based on the information available, there are several possible causes of the defect. Some possible causes are as follows: unacceptable supplier-provided material, a failure occurring during the production process, or the tube getting cut by a sharp tool during transportation/preparation/use of the product. Due to the lack of known details, an associated cause for the failure could not be determined.